Event description:
In 2007, the patient's mother reported that the patient's blood glucose had been elevated to 400-500 mg/dl for three days and he has felt irritable and achy. She stated that his blood glucose is typically no higher than 200 mg/dl. The mother stated that the patient's infusion device appears to be delivering insulin properly. She stated that the patient's "favorite" infusion site (thigh area) is very scarred and he does not rotate the infusion sites properly. The mother was advised to speak with the patient's physician regarding alternate infusion sites. The mother stated that she has been administering insulin injections via syringe via syringe to lower the patient's blood glucose. The patient also works in high heat and the mother was educated on the effects of high temperatures on insulin. She was advised that the patient may want to consider only filling insulin cartridges half full, so the insulin does not become compromised by the heat. The patient is also dealing with personal stress. Further attempts to contact the patient for follow up were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.